Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the intraocular pressure does not agree with what the screen shows. The screen shows the iop is 20, and the doctor states it was 60. There was no pt harm reported. Additional info has been requested.